Event description:
Reportedly on (B)(6) 2021, the physician attempted to implant the subject pacemaker and connect it to the previously implanted competitor lead, which was implanted on (B)(6) 2002. However it was not possible as pacing failure was detected. As a result, the physician implanted a competitor pacemaker. The subject device was returned for analysis. Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2021, the physician attempted to implant the subject pacemaker and connect it to the previously implanted competitor lead, which was implanted on (B)(6) 2002. However it was not possible as pacing failure was detected. As a result, the physician implanted a competitor pacemaker. The subject device was returned for analysis. Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.